Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005 and a revision procedure on (B)(6) 2006 due to patient allegations of pain, dysfunction, loss of range of motion, lack of mobility and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2014-04465 and 06685).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005 and a revision procedure on (B)(6) 2006 due to patient allegations of pain, dysfunction, loss of range of motion, lack of mobility and elevated metal ion levels. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2006 was due to a loose component. The patient's operative report noted loose stem and loose cable. Additional information provided in patient medical records indicates patient is bilateral with left total hip arthroplasty performed on (B)(6), 2006, wherein competitor product was implanted. Subsequently, left hip was revised on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ the following sections could not be completed due to the part/lot information could be: category number - 15-105056. Lot number - 685910. Expiration date - feb 28, 2015. Manufacture date ¿ feb 16, 2005. Or the part/lot information could be: category number - 15-105054. Lot number - 462810. Expiration date - jul 31, 2015. Manufacture date ¿ jul 14, 2005. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04465 / 04466).